Event description:
It was reported that the user experienced a series of urgent low blood glucose events, with nadirs in the 40s mg/dl, lasting about an hour at a time, during which the ilet issued low alerts and the lows were corrected with oral carbohydrates. Symptoms included no reported physical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding hypoglycemia management. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.